Event description:
Physician reported rupture. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: no observed openings in the device appears to be intact it is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Physician reported rupture. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Event description:
Physician reported, rupture. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, openings in the device. Additional observations: crease fold observed, in the device. Wear abrasion observed, in the device. No further actions are required, as the device was implanted.